Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is expected that the user facility receive instruction/reinstruction on how to handle the device including usage environment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the curved rubber, cracking of the illumination lens, wrinkles in the insertion tube, bending angle is insufficient due to elongation of the angle wire, scratches on insertion tube, coat of the insertion tube came off, detachment of the index of the insertion tube observed, scratches found on the operation part, scratches found on the insertion part corrugated tube oredome, scratches found on the switch box, scratches on the operation unit cover, scratches found on the grip, scratches found on the angle lever, scratches found on the up/down plate, scratches found on the universal cord, and scratches found on the scope connector. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera bronchovideoscope, leaking of air/water from the curve rubber due to hole in the bending section rubber. Upon inspection and testing of the customer returned device, the coating of the scope image guide serpentine was found peeling off (1-2mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.